Event description:
Meter name: ot basic. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A pt reported they were hospitalized. Their meter allegedly had no power. The result on their meter was 291 mg/dl, unknown when this reading was obtained. The result on the lab was 1000 mg/dl. There was no comparison. Treatment was unknown. No further info has been reported.